Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on tvt registry data, and no device/lot information was provided. Based on available information, causes for the reported recurrent mitral regurgitation (mr) could not be determined. Furthermore, the reported patient effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.h1: summary no. Of events.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on tvt registry data, and no device/lot information was provided. Based on available information, causes for the reported recurrent mitral regurgitation (mr) could not be determined. Furthermore, the reported patient effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.added exception #2015009.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on (B)(6) registry data, and no device/lot information was provided. Based on available information, causes for the reported recurrent mitral regurgitation (mr) could not be determined. Furthermore, the reported patient effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Dates estimated.

Event description:
It was reported through (B)(6) registry data that mitraclip devices may be related to 149 recurrent mitral regurgitation adverse events which are considered serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. (B)(6) registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.